Event description:
It was reported that the patient presented for follow up. A review of electrograms stored by the implantable cardioverter defibrillator (ICD) revealed episodes of slow ventricular tachycardia (vt) with pseudo-pseudo fusion. The programmed therapy zone was considerably higher than the patient's vt. Programming adjustments were discussed; however, no interventions were confirmed. The patient was asymptomatic.